Event description:
The pt experienced withdrawal and flu-like symptoms. Telemetry confirmed a critical alarm due to a motor stall that occurred on (B) (6) 2010 without recovery. There were multiple stall with recoveries recorded on the "strip." The pt had stated the he was not near any sources of emi (electromagnetic interference) besides new phones that he has had since (B) (6). The pt's pump was not functioning and the pt was not receiving the medication via the device. The pt had a pump replacement and he recovered without sequela. The medication being delivered via the device system was morphine sulfate.

Manufacturer narrative:
(B) (4). The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.